Event description:
While the unit was in use on a pt the unit began to emit smoke and the charge light stayed on when the unit is not plugged in. The pt was switched to another unit and therapy was continued. No pt injury was reported.